Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. S

Event description:
Additional information received from the manufacturer representative reported that during the procedure, the lead was repositioned in the header block of the implantable neurostimulator (ins) multiple times while increasing the amplitude. Nothing worked and the impedances that were "off" included multiple electrodes. The only thing that worked was to replace the ins. The first impedance check with the new ins was a normal reading.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the impedances were erratic intra-operatively on (B)(6) 2015. After replacing the implantable neurostimulator (ins), the impedances seemed to stabilize.

Manufacturer narrative:
Analysis of the ins (njy301110h) found that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.